Manufacturer narrative:
(B)(4). Concomitant medical products: arcos con sz a hi 50mm; catalog# 11-301310; lot#818290, vivacit-e dm bearing 28x42mm; catalog# 110031011; lot#65254557, trilogy bone scr 6.5x40; catalog#00-6250-065-40; lot#65094425, g7 dual mobility liner 42mm e; catalog#110024463; lot#883140. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised due to dislocation after a fall approximately 2 months post implantation. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product was not returned for investigation. Therefore, visual and dimensional evaluation could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.